Manufacturer narrative:
The investigation of this event is in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported the leading haptic folded under the intraocular lens (iol) after it was placed in the eye. After insertion, the patient reported poor vision. The lens was explanted the next day and exchanged with a competitor's iol. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
The product was not available for return or evaluation. Despite multiple requests, no additional information has been received. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. However, the most probable cause may be attributed to operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time. This investigation is considered complete. If additional information becomes available, the investigation will be reopened.